Event description:
It was reported that after use a bd precisionglide¿ specialty use sterile hypodermic needle was found with foreign matter as "clinician noticed red spots on the needle and the patient's skin. The needle was placed in the sharps container, and another needle containing red spots was obtained by a doctor and sent to the lab for investigation. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd precisionglide¿ specialty use sterile hypodermic needle was found with foreign matter as "clinician noticed red spots on the needle and the patient's skin. The needle was placed in the sharps container, and another needle containing red spots was obtained by a doctor and sent to the lab for investigation. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
A sample was received for evaluation by one of our quality engineers. The returned sample has loose, reddish brown foreign matter on the needle, hub, and inside the shield. Based on the appearance of the needle and the age of the needle this looks like rust. Our current shelf life for a packaged needle is 59 months. This needle¿s age is currently at 115 months, so it has exceeded the recommended shelf life. The lot number provided is for a batch produced in (B)(6) 2008. We only maintain device history reviews (dhrs) for seven years. We no longer have the DHR available for review. I did however run a notification report, and there were no notifications written for this batch, nor for the associated assembly batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use a bd precisionglide specialty use sterile hypodermic needle was found with foreign matter as "clinician noticed red spots on the needle and the patient's skin. The needle was placed in the sharps container, and another needle containing red spots was obtained by a doctor and sent to the lab for investigation. There was no report of exposure, injury or medical intervention needed.